Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4). Failure (event) observed during analysis. Final analysis found that the outer insulation was abraded at 23.3 cm - 23.9 cm from the connector pin. The lead damage is consistent with that caused by friction with the device can.